Manufacturer narrative:
The investigation concluded that a higher than expected result was obtained from a single level of non-vitros biorad quality control fluid using vitros ammonia (amon) slide lot 1018-0257-7614 on a vitros 5,1 fs system. The assignable cause of the event was determined to be an instrument related issue likely due to contamination of the microslide incubator. Vitros amon within run precision testing was unacceptable and atypical within-lab vitros amon qc performance was observed on the amon slide lot. The customer performed maintenance actions under the guidance of an ortho service engineer and ortho field engineer to the microslide incubator subsystem that included cleaning the evaporation caps and cleaning the ER blade and sensor. Following these actions acceptable qc results and within-run amon precision results were obtained indicating the vitros 5,1 fs system was performing as expected. The cause of the microslide incubator contamination was not determined. (B)(4).

Event description:
The investigation concluded that a higher than expected result was obtained from a single level of non-vitros biorad quality control fluid using vitros ammonia (amon) slide lot 1018-0257-7614 on a vitros 5,1 fs system. Biorad lot 54360 l2 vitros amon result of 103.06 vs the expected result of 84.17 biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of affected patient results and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).